Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that the advanix naviflex rx delivery system was used in the ampulla to treat a duodenal stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter tip of the advanix naviflex rx delivery system broke. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. Note: a photo and video were provided showing the black inner guide catheter was detached and bent outside the patient.